Event description:
In 2008, the pt reported her insulin infusion device is "noisy" and seems to vibrate louder and harder than it used to. She stated that it is so loud she tries to cover the sound up when she boluses in public. She stated the device has not been dropped or exposed to moisture and she has changed the battery several times since it started doing this over two months ago. The pt stated she will switch to her prior infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.